Manufacturer narrative:
B3 date of event was revised as it was reported incorrectly on the initial report that was submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Service and repair reported that a broken purge flag. The purge sensor housing and purge flag with spring were replaced. It was cleaned with dextrose from the purge housing.preventative maintenance was performed with no further issues found. The console was returned to the customer.